Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastronintestinal/pelvic floor it was reported that the patient experienced painful and uncomfortable, pinching stimulation and pain at the ins site. No trauma or fall was related to this issue. It was also reported that once patient decrease stimulation they had a return of constipation. Patient also reported that they felt vibrations/ stimulation in the left and can see the vibration in their foot. Patient further stated that they have cramping in the leg. Patient also reported that they ins implant site was sore to touch and swollen and that there is too much flab there. No further complications were noted or anticipated

Manufacturer narrative:
Based on additional information received, the previously reported device code of (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported, regarding the ¿vibration¿ in their foot issue, their doctor confirmed with a nerve conduction test that the issue was not caused by the implanted device. The patient stated that the vibration was caused by a compressed nerve unrelated to the implanted device. There were no further complications reported or anticipated.